Event description:
It was reported that during a resuscitation attempt on a pt, the device compression depth became unstable and ventilations were continuous. The device was removed from the pt and manual CPR continued. The pt was not revived. The (B)(6) nurse stated that the failure of the device did not contribute to the death.

Manufacturer narrative:
Upon arrival a complete evaluation was done on this unit. The unstable compression depth could not be confirmed. The unit was operating with specifications throughout all of our testing. The continuous ventilation was confirmed. However, there was clear evidence that the unit had been disassembled and the ventilation control solenoid disconnected. Evaluation summary: this unit was received in fair condition. There was external evidence that the unit had been disassembled. Labels had been replaced and the shrink had been removed from the oxygen hose. The unit was set up on our standard test/simulation fixture to confirm the reported problem. The continuous ventilation problem was confirmed. The unit was then tested for variations in the compression depth. This complaint could not be confirmed. The unit ran to its' specification, the unstable depth problem could not be duplicated. At this point the unit was disassembled for evaluation of the ventilation problem and it was discovered connection to the solenoid that controls ventilation had been removed and remained disconnected. The silicone that is applied to this connection had been peeled away. There was clear evidence that the unit had been tampered with, which was the root cause of the failure.